Event description:
The customer alleged that he tested his blood glucose using his breeze2 meter and received a reading of 35 mg/dl. He retested using another meter and received a reading of 180 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was unable to troubleshoot without assistance. He was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer is legally blind and was unable to provide the product information. It's not possible to determine the manufacture date without the product information.